Manufacturer narrative:
The medical center has not yet returned the impella 5.5 for analysis and testing. Upon the return of the product and investigation completion, a final report will be filed. The failure mode will be monitored and trended.

Event description:
The medical team had an impella 5.5 pump stop occurr after just 5 days. This was the patient's 2nd 5.5 pump during hosptialization for cardiomyopathy. There was no noted harm or injury.

Manufacturer narrative:
Since the original report was filed, the investigation into the pump stop has concluded. The pump was returned for benchtop analysis. The pump was found to have a kinked purge line that allowed for blood ingress. The blood ingress was due to the technique/improper use. The failure mode will be monitored and trended.